Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Patient received inappropriate hv therapy for supraventricular tachycardia. Programming changes were made. Patient will continue to be monitored with routine follow ups.